Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation cable connecting ECG a, b and the front te was pulled from the strain relief, damaging the pulse wires in the distribution node enclosure. The heat shrink was pulled from the pulse wires resulting in a short between the pulse wires and distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.